Event description:
It was reported, ¿lack or rom for his patient who is only (B)(6). Patient was a very limited rom and after 3 mua¿s dr (B)(6) is concerned, he may have to revise what appears on x-ray a well positioned primary scorpio nrg using stryker computer navigation.¿

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.